Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Proximal stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17feb2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The eccentric, de novo target lesion with a significant bend of >45 degrees was located in the mildly tortuous and mildly calcified right coronary artery. After engaging the lesion with a 6f guide catheter and was crossed with a 0.014 guide wire, pre-dilatation was performed with a 1.75mm balloon. Then, a 28 x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion due to angulation and stenosis. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.